Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to flattened dome switch in esc button. Unable to test for motor error alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Motor passed motor test. Unit had a scratched display window, cracked reservoir tube lip and a missing end cap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 367 mg/dl. Troubleshooting was not performed. The device was returned for analysis.